Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient had not felt stimulation and had difficulty walking since (B)(6) 2018. It was verified with the recharger and programmer that the stimulation was on and the implant battery was 3/4 full. The patient was using a knee brace and cane to walk. The patient used a new programmer to try other groups/programs but they were still not getting stimulation. The patient was set to group c. No further complications were reported or anticipated.